Event description:
Mongo was attempted without success, so a gaia second was used to navigate through the isr cto. When the wire reached the distal cap, the wire was torqued multiple times to advance down the distal vasculature but the tip would not respond. When retracting the wire, the core of the wire came out but the tip did not retract with the wire. Spring coil was attached to the mamba microcatheter. Catheter and wire tip were removed together. No fragments left behind.